Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The evercross balloon burst during inflation, and attempts at completely deflating this and pulling it back into the sheath resulted in the balloon breaking off of the catheter portion. The catheter portion was removed but the balloon required surgical removal.